Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. No batch number was received on this complaint; therefore, no investigation can be conducted. The adverse reaction "leg infection" is expected for hyalgan. The reaction has been assessed as "serious" because has been considered important from a medical point of view. Fidia has classified the case as being "serious/expected". The relationship between hyalgan and the event is deemed as being "probable". "Dialysis" was not considered as an adverse event. It is a treatment for a pre-existing condition. Follow-up information has been required. The case is notifying late due to the technical problems during the test phase for the electronic submission as webtrader. Device was not available.

Event description:
This spontaneous, serious adverse event was reported by a clinical coordinator and concerned an (B)(6) male patient. In (B)(6) 2015 the patient was started on hyalgan of an unknown dose, once a week for 5 weeks for an unknown indication. On an unknown date the patient was started on dialysis. In (B)(6) 2015 the patient's dialysis physician diagnosed the patient with an infection of his leg. The patient had received 2 out of the 5 hyalgan injections prior to the leg infection and it was unknown whether the patient would get the other 3 injections. The lot number and expiration date were unknown. As of (B)(6) 2015 it was unknown whether the patient continued on hyalgan. The outcome of dialysis and the leg infection was unknown.